Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of report: should have been (B)(6) 2014. All pertinent information available to abbott medical optics has been verified. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced from the patient's right eye during the initial procedure due to a bent haptic. Doctor thinks it was bent while loading the lens. An incision enlargement was performed. There was patient contact and the lens was inserted. There was no patient injury, the patient was ok. The lens was discarded. A new lens was inserted. No further information was provided.